Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the ins flipping was due to a hard fall. The ins was turned upright during a lead revision. No further information was reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the patient¿s doctor was revising the patient¿s system today. Prior to surgery, it was reported that when the patient was in the supine position all electrode impedances were good, however when the patient was up in bed, two contacts were out on each lead (3 and 4 and 11 and 12). In the prone position all contacts were also within specification. The healthcare provider (hcp) indicated that the ins had flipped once in surgery. Visual inspection of the leads was good, although when the hcp slightly tugged on the bottom of the 8-15 electrode lead, the lead came out slightly. When removing and reinserting the lead, the slight movement was still there. The left lead didn't have movement per the healthcare provider (hcp). The rep did mention a potential divot between electrode 14 and 15, but they weren't sure. Technical services told the hcp that given the impedances were good with the patient in the prone position, they didn't have confidence that removing and reinserting the lead would resolve the impedance issue. Ultimately the hcp would have to decide. The hcp stated that they would replace the leads. The lead revision occurred ion (B)(6) 2019 to address the coiled or twisted lead. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that they didn¿t end up doing a fluoro as coverage was achieved using the good contacts. The cause of the high impedances were not determined. The patient was programmed around the high impedances and the issue was resolved. The patient¿s weight at the time of the event was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Due to additional information received on november 13th, the initial notify date was 2019-oct-02. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2019-nov-13 reporting that high impedances were discovered on (B)(6) 2019 and the patient had a significant fall prior to this appointment. Prior to this, everything with coverage and programming was working well. On (B)(6) the manufacturer representative was seeing stark differences in impedance when they ran it while the patient was in different position. The sitting position resulted in each lead having 4 contacts with out of range, standing resulted in no out of range results, and leaning resulted in each lead having 2 contacts out of range. The test was rerun and provided results with slightly different results. The patient noticed variable stimulation intensities in normal areas of coverage. The system was palpated and the patient felt stimulation weaken when pressure was on the implantable neurostimulator (ins) site. No changes were felt when palpating along the leads. Fluro was done and showed that the leads looked to be seated in the ins but that they were twisted or coiled up. No further complications were reported.

Manufacturer narrative:
Sn: (B)(4), the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Sn: (B)(4) the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had high impedances on electrodes, 2, 3, 4, 5, 10, 11, 12 and 13. They stated that the indicators for these electrodes were avoid. It was indicated that the rep was with the patient and/or healthcare provider (hcp) to do further troubleshooting. It was reported that the patient had experienced several falls that may have contributed to the issue. The rep checked impedances and found some high values today. The rep provided the following values: 06 1040 ohms, 07 1090 ohms, 05 1050 ohms.the rep also indicated that the impedances changed when they had the patient move into different positions and reran impedances. The reason the rep was calling was to ask about doing imaging on the ins to look at the header block. Technical services reviewed information about fluoro and the possible causes of high impedances. The rep was going to consider programming without using the high impedance electrodes and imaging the patient¿s system. The event occurred in (B)(6) 2019. No further complications were reported/anticipated.